Event description:
In 2002, the end-user called medtronic minimed and stated that they reported the set leaking at the point connection. Connection is tight, states no over tightening the connection. In 02/2003, maersk medical received the complaint and 1 used tubing.